Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: a broken on fill channel assessed as broken valve seat diaphragm valve. Additional observations: yellow particles inside of the device. Wear abrasion observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.